Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that upon opening the package, the iodine packet was broken and leaked within the tray.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened foley tray. The tip of the gel syringe was broken off and the syringe was emptied out. The tip was found in the bottom of the trap. The residual gel left in the syringe was amber in color and sticky. The same residual gel, amber colored and sticky, was found inside the tray and on the csr wrap. The iodine packet was intact, and no leaks were noted. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley tray product ifus are found to be adequate based on past reviews.

Event description:
It was reported that upon opening the package, the iodine packet was broken and leaked within the tray.